Manufacturer narrative:
Sections a1-a4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of excess dust within the unit and a leaking internal battery was confirmed via analysis of the returned unit. The heartmate power module (serial number: ppm-21110) was returned and evaluated at the service depot. During the evaluation, the unit was observed and there was dust buildup on the vents and on the inside of the unit. Additionally, the unit was opened, and a leaking sealed lead acid (sla) battery was observed. The customer was requested to provide a purchase order (po) for the cost of the functional test. After 3 attempts, it was not provided. The power module will be returned to the customer in an unrepaired condition and labelled ¿not for human use¿. The sla battery was disposed of and no further testing was completed. The root cause of the dust within the unit and the leaking battery could not be conclusively determined through this analysis. Using the power module is addressed in instruction for use (IFU), rev. C, section 3 ¿powering the system/using the power module¿. This section informs the user how to install the backup battery, how to check the charge status of the backup battery and the associated alarms/symbols. Heartmate iii patient handbook, rev d, and instruction for use (IFU), rev c, caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate IFU, rev. C, safety checklists ¿yearly safety checklist¿: schedule a power module inspection and cleaning with company-trained personnel. The inspection and cleaning includes (but is not limited to) functional testing, cleaning, inspection, and replacement of the power module backup battery. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use, rev. C, section 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the power module serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a power module (pm) was donated and functional testing was requested.